Event description:
The driver was returned to the manufacturer with a note that stated: "that the unit stopped and went blank for a short time before the emergency battery started up. Had difficult time in removing emergency battery. No alarms before unit stopped." The hospital was contacted to inquire about the reported event. The hospital provided the following information concerning the event. The patient has been on ventricular assist device (vad) support for about 9 months. The patient got up to go for a walk with the aid of the driver and unplugged the driver from wall (ac) power. The patient proceeded on their walk under battery power and while out ambulating the driver batteries went dead. The emergency system started, the alarm came on and the patient was able to exchange the batteries without incident. According to the staff, the patient indicated that the driver had stopped during this event and there was no indication the driver was losing power, no lights or alarms prior to the emergency system initiating.